Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root cause was the use of inappropriate sample tubes as it was stated "sample tubes do not meet roche's standards" and the issue was resolved by "customizing/optimizing the preanalytical work flow" at the customer site. As information was provided stating qc was acceptable, a reagent issue was not suspected. A general instrument issue could not be excluded as no information was provided.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was 2.57 miu/ml. The repeat result was 1409 miu/ml. The repeat result was reported outside the laboratory. The patient was not adversely affected. The hcg+b reagent lot number was 177537 with an expiration date of 08/30/2015. It was noted the customer was not following the tube manufacturer's recommendations for centrifugation force and time which may have affected the sample quality and contributed to the issue.